Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since the device evaluation could not duplicate the issue, it is likely that a foreign body, such as dust and the residue of a chemical solution were temporarily adhered on the electrical contacts of the endoscope connector (transmission path of the endoscopic image) and the event occurred. The instructions for use includes the following statements for image freezing in the troubleshooting guide: irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the endoscope, camera head, or oes video converter is not connected correctly. Solution: connect the endoscope, camera head or oes video converter as described in its instruction manual.

Manufacturer narrative:
This is the report being submitted for the first of the devices, the video system center, associated with this event. There are no additional details of the event of patient as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was not confirmed. Visual inspection of the device found no abnormalities as its interior and exterior parts are clean and intact. The device was powered on/off multiple times and working without an issue. The fans and its power supply are functional. The output socket contact pins appeared to be normal. The processor was then connected to the customer¿s light source. Both were burn-in testing together for two hours in conjunction with test scopes. Observed the images, appeared to be normal, and the screen neither locked up nor froze. All input/output signals are working properly. Therefore, the reported complaint was not confirmed. The processor is functional.

Event description:
As reported for this event, during the middle of a procedure the device yielded a frozen image. The issue persisted after rebooting and resetting. The device was being used in conjunction with the light source. No adverse impact to the patient was reported.